Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable and motor fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.